Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) for the reported event of stent failed to expand the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 23mm diameter ultraflex esophageal proximal release stent was implanted during a stent implantation procedure in the esophagus performed on an unknown date. According to the complainant, the stent was being placed to close an esophageal fistula in a patient with esophageal cancer. Reportedly, the stent was being placed in a previously implanted 17mm diameter non-bsc esophageal covered stent. The patient¿s anatomy was not tortuous. During the procedure, the physician deployed the ultraflex esophageal stent and overlapped with the non-bsc stent about 10% or 20%. The stent was left in place to complete the procedure. Several days post procedure, exact date unknown, the physician checked the stent with a scope but observed that the stent had still not fully expanded. The physician attempted to perform an in-stent dilatation with a cre balloon but the lumen remained not fully expanded. Several days later (exact date unknown), food got stuck in the patient¿s esophagus. The physician moved the stent slightly using forceps in an attempt to expand the lumen. However, the stent remained not fully expanded and the physician removed the stent. The physician reported that the stent was able to be expanded after it was removed. According to the physician¿s assessment, it was expected that the stent did not expand fully because the previously implanted non-bsc stent was a smaller diameter than the ultraflex stent. Reportedly, another ultraflex esophageal stent was implanted. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.